Manufacturer narrative:
Additional product codes: kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the scrub nurse noticed a cancellous polyaxial screw was stuck/jammed in one position and could not be released or loaded. The surgeon used another screw with the same type to complete the procedure. It was unknown if there was a surgical delay. Procedure and patient outcome were unknown. Concomitant medical product: unknown rods: synapse (part # unknown, lot # unknown, quantity 1).  This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Event description:
Concomitant devices : rods: synapse (part unknown, lot unknown, quantity 1) screw driver (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11 corrected data: b5, d11: updated concomitant devices e3: initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.